Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the moderately calcified proximal right coronary artery (rca). The lesion was predilated and then a 2.25x24mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician pulled the sds back it was noted that the stent had dislodged inside of the guide catheter. The dislodged stent remained inside the guide catheter as everything was removed from the patient as a system. The procedure was completed by implanting three taxus liberte stents, sizes 2.25mm, 2.50mm and 3.0mm, in the rca. No additional patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
Device evaluated by MFR:the taxus liberte stent delivery system (sds) was received with no original packaging. A non-bsc guide wire was returned in the guide wire lumen of the device. There were crimp marks on the balloon between the markerbands which confirms that the stent was appropriately positioned and secured to the balloon in manufacturing. The stent was dislodged from the sds. The length of the damaged stent was 14 mm. There was no other damage to the stent. The hypotube was kinked 36 cm from the tip. The reported stent dislodgement was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The target lesion was located in the moderately calcified proximal right coronary artery (rca). The lesion was predilated and then a 2.25x24mm taxus liberte atom stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. When the physician pulled the sds back it was noted that the stent had dislodged inside of the guide catheter. The dislodged stent remained inside the guide catheter as everything was removed from the patient as a system. The procedure was completed by implanting three taxus liberte stents, sizes 2.25mm, 2.50mm and 3.0mm, in the rca. No additional patient complications were reported and the patient's current condition is okay.